Event description:
It was reported that, "the doctor wanted to remove scar tissue and had to remove the insert in the process. The revision was not device related."

Manufacturer narrative:
An evaluation of the devices cannot be performed as the devices were not returned to the manufacturer. Additional information pertaining to the devices referenced in this report (including x-rays and medical records) was requested. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report.